Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had off no power alarm. The blood glucose level was 73 mg/dl. Customer stated that there was no low battery warning prior to off no power alarm. The product will not return for the analysis.